Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including daily/weekly/monthly testing and stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The pads were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.